Manufacturer narrative:
Failure analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis found that one diode failed in-circuit testing. Conclusion: confirmed failures found during service and repair of the device caused by a diode component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed an incoming vxi test because its battery flex was not connected to the main printed circuit board and it was also noted that its heart lead flex was out of specification in a mechanical manner. It was further noted that the upper and lower cases, bail covers and ring cover were broken and contaminated, the battery release was contaminated and the keyboard was scratched. It was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.